Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or condition: issue was identified within tc japan distribution center. Impact code: 2199 - no health consequences or impact: issue was identified within tc japan distribution center. Medical device problem: 2528 - expiration date error: this event was reported by tc japan as a mismatch in the expiration date found in the warehouse. The expiration date in on the invoice and coc (certificate of conformance) differed from that of the label. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4-year review was performed for events related to labelling > label > mislabeling, occurrence rate was 0.000% and not trends were identified. 4111 - communication/interviews: additional information email was sent on 24th feb 25, 26th feb 25, to request images of the carton label, foil bag label and also if tc japan warehouse could confirm if there was any other issue with the product received on shipments from 12th feb 25 and 24th feb 25. The expiry date (exp) on the DHR was 31 mar 25. Images were received which that the foil bag label had(exp 31 mar 26) did not match the carton label (exp 31 mar 25). This then showed that the foil bag and paper work match and were correct but carton was incorrect there was no further issues identified for incorrect expiry date information from shipments sent on 12th feb 25 and 24th feb 25. 3331 - analysis of production records: comprehensive batch review was performed which confirmed that 3 sets of labels were printed. The labels were printed on 18 mar 24, 28 mar 24 and 07 feb 25. The device was originally packed on the 18th mar 25 which ties in with the original DHR. The device was then returned for re-boxed for shelf life extension which was completed on the 28 nov 24 which ties in with the rga (returns goods authorization) re-box slip. · the 3rd set of labels were printed on the 07th feb 25, this set of labels were printed after the product was final released and booked into finished goods. Investigation findings: 156 - incorrect labeling and/or instructions for use: the expiry date (exp) on the DHR was 31 mar 25. Images were received which that the foil bag label had(exp 31 mar 26) did not match the carton label (exp 31 mar 25). This then showed that the foil bag and paper work match and were correct but carton was incorrect. Investigation conclusion: 23 - manufacturing deficiency: comprehensive batch review was performed which confirmed that 3 sets of labels were printed. The labels were printed on 18 mar 24, 28 mar 24 and 07 feb 25. The device was originally packed on the 18th mar 25 which ties in with the original DHR. The device was then returned for re-boxed for shelf life extension which was completed on the 28 nov 24 which ties in with the rga (returns goods authorization) re-box slip. The 3rd set of labels were printed on the 07th feb 25, this set of labels were printed after the product was final released and booked into finished goods. From this we performed an internal investigation and gemba walk of the process which identified gaps in the process, internal action have been raised to address these gaps. 57 - cause traced to labelling: the expiry date (exp) on the DHR was 31 mar 25. Images were received which that the foil bag label had (exp 31 mar 26) did not match the carton label (exp 31 mar 25). This then showed that the foil bag and paper work match and were correct but carton was incorrect.

Event description:
This event was reported by terumo corporation japan as a mismatch in the expiration date found in the warehouse. The expiration date in on the invoice and coc (certificate of conformance) differed from that of the label. This report is being submitted as follow up 1 for manufacturing report number 9612515-2025-00024 to provide event closure information for tag0175.

Event description:
This event was reported by terumo corporation japan as a mismatch in the expiration date found in the warehouse. The expiration date in on the invoice and coc (certificate of conformance) differed from that of the label.

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or condition: issue was identified within tc japan distribution center. Impact code: 2199 - no health consequences or impact: issue was identified within tc japan distribution center. Medical device problem: 2528 - expiration date error: this event was reported by tc japan as a mismatch in the expiration date found in the warehouse. The expiration date in on the invoice and coc (certificate of conformance) differed from that of the label. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4-year review was performed for events related to labelling > label > mislabeling, occurrence rate was (B)(4) and not trends were identified. 4111 - communication/interviews: additional information email was sent on (B)(6) 2025, to request images of the carton label, foil bag label and also if tc japan warehouse could confirm if there was any other issue with the product received on shipments from (B)(6)2025. · the expiry date (exp) on the DHR was (B)(6)2025. Images were received which that the foil bag label had (exp 31 mar 2026) did not match the carton label (exp 31 mar 2025). This then showed that the foil bag and paperwork match and were correct but carton was incorrect · there was no further issues identified for incorrect expiry date information from shipments sent on (B)(6)2025. 3331 - analysis of production records: which confirmed that 3 sets of labels were printed. The labels were printed on (B)(6)2024 and (B)(6)2025. · the device was originally packed on the (B)(6)2025 which ties in with the original DHR. · the device was then re-boxed for shelf-life extension on the (B)(6)2024 which ties in with the returns goods authorisation re-box DHR. · the 3rd set of labels were printed on the (B)(6)2025, this set of labels were printed after the product was final released and booked into finished goods. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available: